Manufacturer narrative:
Additional information: h6: the quality investigation is complete. Correction: b1: adverse event /product problem changed based on the complaint investigation results. H6: device code updated based on complaint investigation.

Event description:
It was reported that during use in an anterior cruciate ligament(acl) reconstruction procedure at the user facility, the device when placed on the drapes caused a burn to the patient. It was further reported that the burn required medical intervention to cut away charred tissue and suture the wound. It was also reported that the event will result in a scar to the patient. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during use in an anterior cruciate ligament(acl) reconstruction procedure at the user facility, the device when placed on the drapes caused a burn to the patient. It was further reported that the burn required medical intervention to cut away charred tissue and suture the wound. It was also reported that the event will result in a scar to the patient. It was further reported that the procedure was completed successfully.